Event description:
It was reported that a pt did not respond to v.a.c. Therapy. Subsequently, the pt developed a pseudomonas infection that led to hospitalization and antibiotic therapy. The clinician that treated the pt did not believe the infection was a result of a product malfunction.